Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 . Summary in h 10.

Manufacturer narrative:
Other, investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 report of error code 1871 and 1660 were in event log and while duplicating the event, testing revealed error code 1871, which is isolated to a faulty motor. Unknown cause of event . Action taken to replace faulty motor. Device passed all testing.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1871 during testing. There were no reported adverse events.